Event description:
It was reported that the device's brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
After further investigation, the device's model number and serial number was identified. The record has been updated to reflect this information.

Event description:
It was reported that the device's brakes cannot be engaged. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.